Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including mitral regurgitation. Complications reported included atrial fibrillation, unexpected medical intervention (direct current cardioversion); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: single-session pulsed-field ablation combined with transcatheter edge-to-edge repair for atrial fibrillation and mitral regurgitation: a prospective ten-patient series b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "single-session pulsed-field ablation combined with transcatheter edge-to-edge repair for atrial fibrillation and mitral regurgitation: a prospective ten-patient series", was reviewed. This research article is a prospective single-center experience to evaluate the technical feasibility, safety, and preliminary clinical effectiveness of combining pulsed-field ablation and mitral transcatheter edge-to-edge repair (teer) in a single procedure session for high-risk patients with atrial fibrillation (af) and significant mitral regurgitation (mr). The devices included in the study were mitraclip and triclip. The article concluded that single-session pulsed-field ablation combined with teer using a single transseptal puncture is technically feasible, sage and shows promising early outcomes in high surgical risk patients with both af and mr. [The primary and corresponding author was otakar jiravsky, agel hospital trinec-podlesi, konska 453, trinec 739 61, czech republic, with corresponding e-mail: otakar.jiravsky@npo.agel.cz.] This study included patients with symptomatic af and moderate-to-severe mr from 01 december 2023 to 31 march 2025. A total of 10 patients were included in the study, all of which received an abbott device. The median age was 76 years. The majority gender was female. Comorbidities included mitral regurgitation.